Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was unintended material in the joint. The surgeon was able to sue the shaver to remove the flakes without issue.

Event description:
It was reported that there was unintended material in the joint. The surgeon was able to sue the shaver to remove the flakes without issue.

Manufacturer narrative:
Alleged failure: during a meniscal repair - surgeon was using stryker air. When deploying the anchors it was noticed on the screen during the arthroscopic case that the black measurement lines, on the white cannula of the air, were falling off the cannula and floating in the joint space. Surgeon was able to use the shaver to suck out the flakes without issue. Noticed during knee arthroscopy case, on screen inside the joint capsule. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) incision too small, 2) user does not use sled or other technique to prevent catching on soft tissue, 3) excessive force applied on device, or 4) manufacturing issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.